Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient had ¿just¿ fallen on the sidewalk. It was noted the patient ¿used to fall all the time¿. The patient felt the pump ¿may have¿ moved. The ¿part where the medicine goes to the spine used to go towards the back¿ however, the patient believed it now was pointing up toward her ribs/breast. The patient¿s health care provider (hcp) was out of town as of the date of this report. If it ¿gets bad¿ the patient planned to go to the emergency room. The patient did not have any pain and did not note any swelling. The device system was used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.